Event description:
--

Manufacturer narrative:
The physician has further decided to continue to monitor this issue via latitude.

Manufacturer narrative:
Information suggests this device and lead remain in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted subpectoral. An alert was noted via latitude for a left ventricular (lv) impedance of > 2000 ohms. Upon troubleshooting, it was reported that any configuration that used the lv ring (anode) had an impedance of >2,000 ohms. The device was programmed lv-tip to rv coil and the impedance was normal. No adverse patient effects were reported. This device is included in the subpectoral implant advisory.